Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 28-sep-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation (2021 reports): no, dev rtn to MFR? No, device mfg date: 12-apr-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), the patient experienced pericardial effusion and tamponade requiring a pericardial drainage. The leadless ipg was implanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.